Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was "underdelivering". The customer blood glucose level was 60 mg/dl at the time of incident and the current blood glucose level was 56 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active. Customer alleging possible insulin pump was overdelivery because customer getting low blood glucose unexpectedly and everything had checked on the insulin pump. Customer states they were not worn during a medical procedure or test around magnetic resonance field. Customer reports bolus history displays all bolus entries based on their recollection. The device will be returned for analysis.